Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Item number: 00877503201, item name: bioloxâ® delta, ceramic femoral head, s, ã¸ 32/-3.5, taper 12/14 lot# 62416702.

Event description:
It was reported the patient underwent right total hip arthroplasty. Subsequently, patient experienced groin pain 9 months post op and resolved with no surgical intervention. Devices remain implanted. No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Item# 00877503201, item name: bioloxâ® delta, ceramic femoral head, s, ã¸ 32/-3.5, taper 12/14. The additional medical records that were provided did not affect the outcome of the investigation. A definitive root cause could not be determined with the information provided. Xrays were provided and reviewed however they do not advance the investigation. Two xrays are undated and the remaining two are preoperative. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Item # 00877503201, item name: bioloxâ® delta, ceramic femoral head, s, ã¸ 32/-3.5, taper 12/14 / lot # 2768205.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient is experiencing right side groin pain.

Manufacturer narrative:
Devices were not returned; visual and dimensional evaluations could not be performed. Review of the device history record for part number identified no deviations or anomalies. The devices were used for treatment. The compatibility check was performed and showed that the product combination was approved by zimmer biomet. A definitive root cause cannot be determined with the information provided.